Event description:
The pump was returned to animas. The pump was investigated by product analysis and a ball bearing between the drive assembly and force sensor assembly was found to be loose. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/10/2013 with the following findings: the pump was opened and the ball bearing between the drive assembly and the force sensor assembly was found to be loose from the ball seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).